Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to a component failure. The patient using the wheelchair when failure occurred was not injured. This known failure mode has been analyzed by our parent company in sweden and all parts met design specifications. However, it was determined that these parts had failed because of unusual stresses which allowed the backrest cane to fatigue and break. It was determined that a change in the material for this component would be able to withstand more severe use and not be prone to fatigue. A new design of this part has been implemented into production as of (B)(6) 2015 and the dealer has been supplied the re-designed part to repair the device and return it to the patient. The DHR for this device was reviewed and the wheelchair met specifications prior to distribution.

Event description:
It is reported that the lower portion of the backrest frame broke on one side. The patient sustained no injuries as a result of this failure. This failure was reported to have occurred in (B)(6), exact date of event is unknown.